Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
The correct date of explant is (B)(6) 2017 not (B)(6) 2017 as previously reported.